Event description:
Report received by MFR on annual device was explanted secondary to infection. Additional requests for information made, and no details provided.

Event description:
Report received by MFR on annual device tracking report indicating device was explanted secondary to infection. Additional requests for info made, and no details provided.